Event description:
Physician inserted catheter and upon x-ray discovered catheter was hung up in shoulder area. Physician removed catheter without checking reference markings. A 4-5 cm. Piece remained in pt. Physician performed a cut procedure to retrieve the remaining piece.

Event description:
It was reported that the patient had a maso-gastric tube inserted in 2004. In 2004 it "removed itself". The nurse noted that 1.5cm was missing from the distal end. An abdominal x-ray revealed the small piece of tubing in the intestine just below the stomach. There were no associated patient complications.